Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for four days due to high blood glucose of over 800mg/dl. The customer stated that she had been running high for one day and did not treat her high glucose level. The customer also reported being hospitalized for low blood glucose of 17mg/dl the past month. The customer declined to troubleshoot as she has been using the insulin pump and has been working with her doctor to control her blood glucose. No further information was provided.